Event description:
Iluma CT scanner does not provide any head support which guarantees on a daily basis repeat exposure due to motion artifacts. While receiving a CT scan, the pt must hold still. Within our practice, we have two different CT scanners that the pt sits down in. One scanner has head support while the other one, the iluma CT scanner does not. After a scan is done on the iluma CT scanner, I check for motion which there is more than half the time because there's nothing supporting the patients head. So I'll then have to re-scan/expose the pt. Pts themselves (including doctors) have asked me why there's no head support, because they swear they've held still and are concerned about being scanned twice. There have been more than a dozen instances where patients cannot hold still enough to be scanned (the most I'll do is 2 scans) and have to be sent to our other office much further away which inconveniences everyone. Imtec has been made aware of this problem and they've actually told me to, "improve the way I speak to my patients to insure they don't move!" I'm constantly sending sub-par images to our radiologist, due to motion. This problem literally never happens with our other scanner because there is head support. How a CT scanner for people's heads that has no head support has actually made it into the workplace is beyond me. The lack of head support guarantees re-exposure which one would think should be an elementary but crucial design aspect for a scanner of this nature. There are other problems as well but the one mentioned is by far the most alarming.